Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a missing pin in the system controller (serial number: (B)(6)) was confirmed. Visual inspection of the returned controller revealed that pin 1 (redundant power line) was missing from the black power cable connector. The missing pin did not affect the functionality of the system controller. The system controller was functionally tested and found to function as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The submitted log file and the log file downloaded from the returned controller contained approximately 3.5 days of data combined ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). No atypical alarms were captured in the log file. The driveline was disconnected on (B)(6) 2021 at 14:34:12 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 20mar2020. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and the heartmate 3 instructions for use (IFU) section 7 ¿alarms and troubleshooting¿ provide guideline for properly connecting and disconnecting the power cable connectors. The heartmate 3 patient handbook section 6 "caring for the equipment" and the heartmate 3 IFU section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller power cables/connectors. The heartmate 3 patient handbook section 10 and the heartmate 3 IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning the system controller power cables/connectors. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a broken pin in their black patient cable that completed snapped off. The patient had their controller exchanged without issues and was stable.